Event description:
The device was returned to the manufacturer from a mortuary and subsequently tested out of specification. We have no information to suggest the death was device related. Cause of death has been requested but not received